Event description:
It was reported that the customer experienced a blood glucose (bg) level of 561 mg/dl; cause was unknown. A correction injection was delivered to address bg. The customer received third party assistance from their health care provider (hcp), who advised the customer over the phone to deliver a 5 unit bolus via injection. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.